Manufacturer narrative:
At this time, product has not yet been returned. An investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The useful life of precision xtra meter is 5 years. As the manufacturing year of this product is 2004, it has been in distribution beyond its useful life as of the date of event (B)(6) 2021. Since the product was beyond its useful life at the time of the complaint no further investigation activities are required. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the adc blood glucose meter would not power on with either test strip insertion or button press. The customer reported experiencing trembling hands and fainted. A blood glucose result of 200 mg/dl was obtained from another meter, and the customer was treated with diaprel mr tablets (diabetes control medication) by his wife. However, there was no report of emergent treatment. There was no report of death or permanent injury associated with this event.